Manufacturer narrative:
Main investigation conclusion a specific cause for the reported bleeding and cardiac arrhythmia as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. C, is currently available. Section 1 entitled ¿introduction¿ lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2018 with dyspnea, chest pain, and black tarry stools. Lab results were notable for anemia to 11.9 from the baseline of 13.9 with a subsequent drop to 10.6 followed by 11.1. Push enteroscopy done on (B)(6) 2021 showed a superficial ulcer in the antrum to be the likely cause of the anemia. The patient was put on proton-pump inhibitors (ppi) and hemoglobin (hgb) remained stable until discharge on (B)(6) 2018. Additional information revealed that the patient experienced ventriclar taccarydia (vt) with chest pain on (B)(6) 2018. Bolus amidoarone was given and amiodarone drip was initiated. A bedside echo was done and speed was decreased to 9000rpm from 9200rpm. The patient continued to have vt episodes on (B)(6) 2018 and was switched from amiodarone drip to 400 mg twice daily by mouth. Further vt events occurred in the following days and the patient was discharged home on (B)(6) 2018.